Manufacturer narrative:
This ipg serial number is included in field advisories: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.